Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: customer returned (102) 3/10cc, 8mm, 31g syringes (12 in an open poly bag, 90 in sealed poly bags) with the shelf carton from lot # 8287523. Customer states that the needle hub separated on 2 syringes and needle broke off when shield was removed on 4 syringes. All samples in the open poly bag and 30 out of 90 samples from the sealed poly bags were examined and no hub separates or broken cannula was observed on any of the examined samples. As per manufacturing, ¿due to this batch being manufactured in 2008, we only keep files for 7 years. Therefore, no DHR review can be done.¿ conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle plunger "hub separated from the device / cannula breaks off (patient or non patient end) or pulls out." The hub separation event occurred 2 times. The cannula breaking off during use event occurred 4 times. The following information was provided by the initial reporter: the customer stated he/she got a box of bd syringes by mistake over one year ago but decided to use them for insulin injections because of the wuhan virus and did not want to travel to a pharmacy for other syringes. "Problem is, the needles break and pull out of the barrel." Customer stated they are not usable.